Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was unable to convert a ventricular arrhythmia via anti-tachycardia pacing (atp). As a result the delivered atp accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). Once the rhythm accelerated to vf, the system began undersensing the arrhythmia, therefore no shocks were delivered. The patient was then externally shocked and the rhythm was converted. The physician identified that the programmed right ventricular (rv) lead exhibited high thresholds and the sensing floor was too high. The rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.